Event description:
The patient was having withdrawal like symptoms. The patient had flu like symptoms of vomiting and underdose symptoms. The pump was alarming. The pump was refilled and continued to alarm. The pump logs were reviewed and showed that the pump had stalled and not recovered. The logs showed that the pump had stalled several times for the past couple of weeks. They updated the pump and it continued to alarm. The cause of the stalls was not determined. The pump was replaced. Following the replacement, the patient was doing well. The device system was delivering morphine (35 mg/ml).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2010 (B)(6); product type catheter. (B)(6).